Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block and right bundle branch block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regiment of aspirin at the time of index procedure. A lotus introducer was placed, and the aortic valve was treated with balloon valvuloplasty with subsequent deployment of a 23 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into proper anatomical location. Post procedure summary: on the same day of index procedure, post transcatheter aortic valve replacement (tavr), the subject was noted with left bundle branch block. No action was taken to treat the event and no diagnostic procedure was performed for the event. The event was considered to be not recovered/ not resolved one (1) day post index procedure, pre-discharge heart rhythm form revealed right bundle branch block (rbbb). The subject was discharged to another hospital on other anticoagulant.

Event description:
Respond edge study. It was reported that left bundle branch block and atrioventricular (av) block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regiment of aspirin at the time of index procedure. A lotus introducer was placed, and the aortic valve was treated with balloon valvuloplasty with subsequent deployment of a 23 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into proper anatomical location. Post procedure summary: on the same day of index procedure, post transcatheter aortic valve replacement (tavr), the subject was noted with left bundle branch block. No action was taken to treat the event and no diagnostic procedure was performed for the event. The event was considered to be not recovered/ not resolved. One (1) day post index procedure, pre-discharge heart rhythm form revealed right bundle branch block (rbbb). The subject was discharged to another hospital on other anticoagulant. It was further reported that the subject developed 1st degree av block. The rbbb event has been withdrawn.

Manufacturer narrative:
A1 patient identifier: (B)(4). Describe event or problem, lot number, UDI, expiration date, device manufacture date: updated.